Event description:
Customer observed a (B)(6) results on two samples from the same patient using the advia centaur xp (B)(4) total ((B)(4)) assay compared to the clinical history of the patient and alternate methods. It is unknown if patient treatment was prescribed or altered based on these results. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(4) results.

Manufacturer narrative:
The customer sent samples to siemens for testing. The samples will be tested on multiple platforms. The customer's quality control material results were within the manufacturer's ranges at the time the patient samples were tested. The instrument is performing within specifications. No further evaluation of the device is required. Us: the instructions for use (IFU) states the following in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection." "The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported (B)(6) level cannot be correlated to endpoint titer." Outside the us IFU states the following in the limitations section: "the (B)(6) total assay is limited to the detection of total (B)(6) in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) virus or potentially infectious units of blood and may generate false reactive results." "Assay performance characteristics have not been established when the (B)(6) total assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers."